Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing due to a rite - therapy monitored volume failed performance spec: fill1 826.5 ml; drain1 826.2 ml; fill 2 827.6 ml; drain2 828.4 ml. (Rite specifications 774ml - 821 ml). This event was a rite test failure; no patient was involved.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). Pal evaluated the device for the issue of failed functional test for therapy monitored volume failed performance specification. A volumetric accuracy test was performed and the device failed. Temperature testing was performed and was within specification. Inspection of the door piston was performed and found an insufficient amount of copper mesh. Assignable cause for the rite failure of therapy monitored volume failed was determined to be an insufficient amount of copper mesh. The door piston was scrapped. The device was sent to servicing.